Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were unable to fill the arctic sun device. Per additional information updated from ttm on 30dec2025, nurse stated they went to begin therapy, but the device was alerting water reservoir below minimum. Sn: (B)(6). Went to event log and confirmed alerts 04 (water reservoir below minimum) and 05 (water reservoir empty). Pump hours 4269, system hours 4898. Water reservoir level was 0 in diagnostics. Confirmed pads were disconnected and they were filling the reservoir correctly. Had nurse remove the fluid delivery line, press fill reservoir. Nurse placed fingers over holes where fluid delivery line connects. They were unable to feel any suction. Asked nurse to send device to biomed labeled device will not fill. Per review of wo notes, a check of the diagnostics indicated 0 psi during filling. Stated the fluid delivery line was intact. Discussed this was indicative of a failed circulation pump. Stated they would order and replace it onsite.

Event description:
It was reported that they were unable to fill the arctic sun device. Per additional information updated from ttm on 30dec2025, nurse stated they went to begin therapy, but the device was alerting water reservoir below minimum. Sn: (B)(6). Went to event log and confirmed alerts 04 (water reservoir below minimum) and 05 (water reservoir empty). Pump hours 4269, system hours 4898. Water reservoir level was 0 in diagnostics. Confirmed pads were disconnected and they were filling the reservoir correctly. Had nurse remove the fluid delivery line, press fill reservoir. Nurse placed fingers over holes where fluid delivery line connects. They were unable to feel any suction. Asked nurse to send device to biomed labeled device will not fill. Per review of wo notes, a check of the diagnostics indicated 0 psi during filling. Stated the fluid delivery line was intact. Discussed this was indicative of a failed circulation pump. Stated they would order and replace it onsite.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. Per additional information received, nurse stated they went to begin therapy, but the device was alerting water reservoir below minimum. Sn: (B)(6). Went to event log and confirmed alerts 04 (water reservoir below minimum) and 05 (water reservoir empty). Pump hours 4269, system hours 4898. Water reservoir level was 0 in diagnostics. Confirmed pads were disconnected and they were filling the reservoir correctly. Had nurse remove the fluid delivery line, press fill reservoir. Nurse placed fingers over holes where fluid delivery line connects. They were unable to feel any suction. Asked nurse to send device to biomed labeled device will not fill. Per review of wo notes, a check of the diagnostics indicated 0 psi during filling. Stated the fluid delivery line was intact. Discussed this was indicative of a failed circulation pump. Stated they would order and replace it onsite. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Correction: f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.